Event description:
During product service by a service technician, a flogard infusion pump had an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During service an f-94 alarm was identified; the cause was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.